Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of experiencing low blood glucose of under 39 mg/dl and was assisted by a nurse who happened to be nearby. Customer reported that their blood glucose fluctuates from 39 mg/dl to 444 mg/dl due to an active and unpredictable job. Customer also reported to have a physical damage to the battery cap which is worn. As a result, customer requested to upgrade insulin pump but was not able to since insulin pump still functioned. Insulin pump is not expected to return for failure analysis.